Event description:
Customer reported a patient sample tested positive for urobilinogen. Upon retest the result was negative. The negative quality control material tested positive at the time the patient sample was tested, but the customer continued to report results. There was no report of injury for this event.

Manufacturer narrative:
Customer was instructed to test a multistix urine strip on the biorad negative control. The result was negative for urobilinogen. Cause for this discordant urobilinogen result is unknown.